Manufacturer narrative:
Complaint conclusion: upon deployment of the 5f mynxgrip vascular closure device (vcd), the doctor shuttled the grey handle down, and upon pulling it back up with the sheath (unknown), the white advancer tube was not visible and did not allow the sealant to be tamped down. At this moment, the doctor stated that he believed he may not have shuttled the handle down far enough. The mynxgrip and sheath were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was observed on the catheter shaft as received. The sealant and the procedural sheath were not returned. The device was inspected for damages that may have contributed to the reported event. And no visual damages or anomalies were observed. Per functional analysis, the advancer tube was manually retracted and found to properly engage to the distal tamp lock, which matched the intended use. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed no damage to the tamp locks that may have prevented the advancer tube from engaging during the procedure. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿failure to deploy -advancer tube¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information and the analysis of the returned device procedural factors such as incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, deploy sealant: detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: upon deployment of the 5f mynxgrip vascular closure device (vcd), the doctor shuttled the grey handle down, and upon pulling it back up with the sheath (unknown), the white advancer tube was not visible and did not allow the sealant to be tamped down. At this moment, the doctor stated that he believed he may not have shuttled the handle down far enough. The mynxgrip and sheath were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿failure to deploy -advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Review of the information provided suggests that procedural factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, deploy sealant: align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. As no lot number was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
Upon deployment of the 5f mynxgrip vascular closure device (vcd), the doctor shuttled the grey handle down, and upon pulling it back up with the sheath (unknown), the white advancer tube was not visible and did not allow the sealant to be tamped down. At this moment, the doctor stated that he believed he may not have shuttled the handle down far enough. The mynxgrip and sheath were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was expected to be returned for analysis but was not received.